Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged kidney cancer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on march 02, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging kidney cancer related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed an unknown dust contaminant on the top enclosure, rear panel, ui panel, bottom enclosure, inside iso port, blower, blower box and blower seal, observed potential black hairlike contaminant on the inside of the top enclosure, back of the ui panel, and inside the bottom of the bottom enclosure. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower. Liquid ingress was observed on the bottom of the blower box. A keratin-like substance was observed on the blower box outlet, addresses the issue of keratin. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error code. The manufacturer concludes there was no evidence of degraded sound abatement foam and unable to directly address the symptoms or complaints. Sections d8, d9, h2, h3, h6 has been updated in this report.